Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarms. Customer removed everything and restarted the device. Device counted and reset the settings. Customer's blood glucose was unknown. Customer declined to troubleshoot for unexpected restart alarm and signal too low alarm. Customer will not be returning the device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit, unexpected restart error, external ram crc error and failed battery test alarms or reset time or date anomaly after change battery noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed.